Event description:
It was reported that the catheter was placed in the patient and one week later, when attempting the flush the triple lumen central line, the rn noticed the heparin leaking from the proximal port. The md was notified. Orders were given to discontinue the central line. There was no reported complication, patient injury or death.

Manufacturer narrative:
(B)(4). This event was received via review of the maude database and is associated to uf report number 201022-2014-010.